Event description:
A hospital in (B)(6) reported via our distributor that they found an rt204 adult heated breathing circuit to be open circuit before use on a patient.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory. This is a final report.

Event description:
A customer reported getting erratic readings of 215 mg/dl and 380 mg/dl on his freestyle freedom lite meter and self-dosing with 60 units of humalog mix 75/25, which resulted in a hypoglycemic episode with loss of consciousness. The customer reportedly self-treated with orange juice to counteract the event. No third-party medical intervention was reported. The results when plotted on parkes error grid fell into a "b" zone showing the difference in values being clinically insignificant. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.